Event description:
A report was received via social media that the patient experienced a worsening pain with the stimulator. It was also noted that the patient inherited foot numbness after an unknown back surgery. The patient underwent an explant procedure.